Manufacturer narrative:
Eval results: the cartridge was not returned for eval; however, the lens was returned and visual inspection showed that there was no visible damge to the lens. Surgical residue/debris on prod. Complatints of this nature are being investigated.

Event description:
The surgeon examined a cc4204bf collamer lens in the cartridge under the microscope and noticed that the cartridge was split. No pt contact. The facility stated that the believed there was a cartridge malfunction.